Manufacturer narrative:
Device eval: the device eval has not been completed. The device history record was reviewed and found no exception documents. A f/u report will be submitted when the eval has been completed. Eval: method: the device history record was reviewed. Conclusion: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator broke when it was connected to a micro catheter and used for angiography. No harm or injury was reported.